Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: all available information was investigated and the results of the returned device analysis was unable to confirm the reported kinked gripper line as no issues with the gripper line were noted during testing. However, the lock lever luer was noted to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported kinked gripper line cannot be determined in this incident. Additionally, a definitive cause for the observed broken lock lever luer cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the separated luer from the lock lever that was identified during device analysis. It was reported that the gripper line was noted to have a kink during device preparation of the clip delivery system (cds). There was no patient involvement. Another cds was used to complete the procedure. Device analysis noted the detached luer on the lock lever and blood on the returned device. Though requested, no further information was able to be obtained regarding the blood on the device and potential use of the device in the anatomy. No additional information was provided.